Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported during follow-up that peritoneal dialysis (pd) patient experienced peritonitis three months ago. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis; however, the date of the culture was not provided. The organism was staphylococcus epidermidis. The patient was prescribed and treated with unknown antibiotics. The patient has continued with pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. The patient¿s pd fluid grew the organism staphylococcus epidermis which is a known bacterium that resides on human skin. Therefore, while the exact etiology of the patient¿s staphylococcus epidermis peritonitis cannot be confirmed; it is possible the event was associated with touch contamination during pd therapy, as suspected by the patient physician. Should additional information become available this clinical investigation will be updated accordingly.